Event description:
After unsuccessful pre-dilation with a 3.0mm diameter ptca balloon, a 3.5mm x 24mm length medtronic ave s670 over the wire stent was inserted in the left anterior descending artery. It was not possible to cross the moderately calcified target lesion, therefore, the stent and delivery system were pulled back from the coronary artery. During the removal of the stent delivery system, the physician was unable to advance or retract the system. After several attempts, the stent delivery system was pulled back, however, upon removal of the system as a single unit, the stent dislodged from the stent delivery balloon onto the guidewire. The stent was successfully snared, however, it was not possible to pull it into the femoral sheath for removal. Subsequently, a cutdown procedure was performed and the undeployed stent was successfully removed. The physician did not follow the instructions for 1:1 pre-dilatation, or for removal of an.